Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, elevated threshold measurements and pacing impedance measurements greater than 2000 ohms were observed on the atrial channel. The associated lead was an attempted implant. This device was implanted and interfaced to a replacement atrial lead. No adverse patient effects were reported.